Event description:
A medtronic representative reported a vertek arm that would no longer tighten down. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. A new vertek arm was sent to the site for issue resolution. The suspect vertek arm locked and released without issue. No problem found, unable to confirm complaint.